Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The physician did not want to remove the cds due to the difficulty grasping. After approximately 10 cm of gripper line had been removed, increased resistance was felt and the gripper line broke. The remainder of the deployment procedure was performed and the cds was removed. An attempt was then made to remove the gripper line and after carefully pulling alternate ends of the line, it was eventually removed with little resistance. The clip was successfully implanted. With the two clips implanted mr was reduced to 2-3. The steerable guiding catheter (sgc) was then removed and a large atrial septal defect (asd) was noted. A 14mm asd occluder was successfully placed to seal the asd. No additional information was provided. Concomitant medical products: mitraclip system, steerable guide catheter, 5 additional mitraclips implanted. The other clip delivery system and the steerable guide catheter referenced, are being filed under separate medwatch MFR numbers. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper line break (cds 60105u146); if this were recur there's potential of a portion of the gripper line to be left in the anatomy. On (B)(6) 2016, an initial mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. There was a posterior leaflet prolapse and an anterior flail. Four clips were implanted, reducing the mr from 4 to 2-3. The patient's condition did not improve and, on an unspecified date in 2016, a follow up echocardiogram was performed that showed severe mr. All four clips were secure on the leaflets. On (B)(6) 2016, another mitraclip procedure was performed to improve the patient's condition enough to allow for a surgical mitral valve replacement. Jets were noted between the 2nd and 3rd clips, between the 3rd and 4th clips, and lateral to all 4 clips. One clip was implanted between the 3rd and 4th clip and the mr was reduced to 3-4. A 2nd clip delivery system (cds 60105u146) was advanced for treatment of the lateral jet. Leaflet grasping was difficult due to the challenging anatomy. After successful grasping, the deployment steps were started. While checking the gripper line, resistance was noted and the line could not be moved. The clip was opened to 60 degrees, and the gripper line could be retracted with resistance.

Manufacturer narrative:
(B)(4). On the initial 30-day MDR, the device MFR date was incorrectly entered as 04/06/2016. The correct date on the initial 30-day MDR should have been 04/07/2016.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined that the reported difficulty grasping was likely a result of the challenging mitral valve anatomy. In this case, as there were 5 clips previously implanted, and the reported device was positioned lateral of the 5 clips, it is possible that the additional stress was placed on the device in order to position the clip, contributing to the reported gripper line removability issue; however, this cannot be confirmed. The reported gripper line break appears to be a secondary effect to the difficulty removing the gripper line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the event, and a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, the following information was provided: approximately 2-3 days after the initial procedure, the patient experienced dyspnea and increasing renal failure, and the mr increased to 4. After the follow up mitraclip procedure on (B)(6) 2016, the patient was confirmed to be clinically stable, and continues to improve. No additional information was provided.